Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seals intact, and the device externally was in good physical condition. The event history log was unable to be downloaded for review. Functional testing using power up duplicated the reported problem. The pump started alarming upon power up. A visual inspection of the inside of the pump found the real time clock battery replaced and soldered in backwards, rear housing damage and a scratched lens. The root cause of the problem was user interface; the customer soldered the real time clock battery in backwards. To resolve the problem, the battery was replaced.

Event description:
It was reported that the pump displayed error codes, a high pressure alarm, and had a rear housing problem. No patient injury was reported.